Event description:
Boston scientific received information that during a scheduled device replacement procedure, left ventricular (lv) lead pacing impedance greater than 2,000 ohms were exhibited when tested independent of the device. The lv lead was surgically abandoned. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.